Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device¿s decibel (db) was over specification. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.